Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing abdominal pain following the permanent implant surgery on (B)(6) 2018. The patient was receiving effective stimulation postoperatively. The patient returned to the operating on (B)(6) 2018 where a portion of the lead was removed from the epidural space and a portion of the lead remains attached to the ipg. Follow up information identified the patient underwent surgical intervention on (B)(6) to re-implant an entire scs system.